Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00904. It was reported the patient experienced ineffective stimulation due to the extensions disconnecting from the competitors leads following a fall. Surgical intervention took place wherein the extensions were explanted and replaced. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.